Manufacturer narrative:
Literature citation: tsung-hsi tu et al. The effects of carpentry on heterotopic ossification and mobility in cervical arthroplasty: determination by computed tomography with a minimum 2-year follow-up. J neurosurg: spine. March 30, 2012. (B)(6), 68% male patients. (B)(4). Neither device nor films were returned to the manufacturer for evaluation.

Event description:
It was reported in a literature publication that the authors retrospectively reviewed medical records, radiological studies, and clinical evaluations for consecutive patients who underwent 1- or 2-level cervical arthroplasty with an artificial cervical disc. A total of 107 levels in 75 patients were evaluated, of whom 43 patients (57.3%) had 1-level and 32 (42.7%) had 2-level cervical arthroplasty. The 107 levels of cervical arthroplasty were evaluated for perfectness of carpentry and were categorized into 2 groups: the optimal carpentry group and the suboptimal carpentry group. There were 61 levels (57.0%) in the optimal carpentry group and 46 levels (43.0%) in the suboptimal carpentry group. Of the 107 implant levels evaluated, 60 levels (56.1%) in 41 patients (54.7%) had ho formation detected by CT scanning. According to the grading criteria of mcafee et al., 16 there were 40 levels (66.7%) of grade 1 ho, 14 levels (23.3%) of grade 2, 5 levels (8.3%) of grade 3, and 1 level (1.7%) of grade 4 ho. Significantly more ho was demonstrated in the suboptimal carpentry group than in the optimal carpentry group (12.1% vs6.5%, p = 0.027). Most (90.0%) of the cases of ho were less than grade 3 (66.7% grade 1 and 23.3% grade 2), which indicated preserved segmental motion in most of the cases, even though ho existed. Dynamic radiographs showed loss of motion (< 3°) at 15 treated levels (14.0%). Six of these immobilized discs had no ho. Among the other 9 immobilized discs, 1 had grade 1 ho 4 had grade 2, 3 had grade 3, and only 1 had grade 4 ho. There were more artificial discs without movement (rom < 3°) in the suboptimal carpentry group than in the optimal carpentry group (10.3% vs. 3.7%, p = 0.010). There were no significant differences in clinical outcomes between the groups, regardless of ho formation or perfectness of carpentry.